Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00247.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician advanced a ruby coil into the target vessel; however, the ruby coil failed to detach using the handle. The physician reported that the ruby coil felt sticky. The physician then attempted to use a new handle; however, the ruby coil still did not detach. While attempting to remove the ruby coil, the physician experienced resistance and subsequently, the ruby coil unintentionally detached from the pusher assembly in the microcatheter. The microcatheter was then removed with the detached ruby coil inside and flushed out. The procedure was completed using the same microcatheter, three additional ruby coils and the second handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the handle. Conclusions: evaluation of the device revealed the embolization coil was detached and there was coagulated blood present inside the pusher assembly. It is possible, if continuous flush is not maintained, that blood may become coagulated inside or on the pusher assembly. If coagulated blood forms inside the ddt, the proximal constraint sphere may not release when the pull wire is retracted, which may prevent the embolization coil from detaching. When the ruby coil was retracted after the failed detachment, the proximal constraint sphere may have become sufficiently shifted to escape from the ddt, likely caused the reported unintentional detachment. It is likely the previously mentioned coagulated blood contributed to the resistance felt by the physician while retracting the embolization coil. The handle was tested using test fixture and passed for pull force and throw distance. Penumbra coils and handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00247.